Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR number: 2938836-2017-24789. During follow-up, high impedance was observed on the atrial lead, along with noise and oversensing. The patient will be closely monitored. The patient was stable.